Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Clinical study representative reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 28 mg/dl at the time of the incident. The customer was treated with glucagon. Insulin pump will not be returned device for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08725 inches. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.